Event description:
It took approximately 1 minute after the 4:09 dwell treatment time to remove the delivery catheter and the radioactive source train from the patient to the bailout box. Patient condition is currenlty stable. The complainant reported the event to the state as a misadministration.